Event description:
It was reported that the patient was "not getting sensation prior to having to go to the bathroom." Stimulation was reportedly intermittent. It was noted that the patient had diarrhea, fecal and urinary incontinence. The patient was informed the device was probably not going to help with diarrhea but more so with incontinence. It was indicated that the patient had had a follow-up appointment 3 days post-operation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, serial # (B)(4), product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).